Event description:
Event description guidant received information that during programming and testing at implant, this implantable cardioverter defibrillator (ICD) was programmed from monitor plus therapy to monitor only; however, the programmer wand fell off of the patient's chest during the programming change. The programmer display indicated that monitor plus therapy was still on. The physician induced the patient's heart into an arrhythmia and no therapy was delivered. The patient was rescued externally and when the device was interrogated, the programmer indicated that monitor only was on.